Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause and the cause of the phenomenon could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the image suddenly went black on the video system center. The issue was found during a laparoscopic partial gastrectomy procedure. After plugging and unplugging the ltf-s190-5 several times, the image returned, and the procedure was completed with the same device. There were no reports of patient or user harm, or impact associated with the reported event. This report is linked to patient identifier: (B)(6).

Manufacturer narrative:
E1/establishment name: (B)(6) hospital the device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.